Event description:
It was reported patient underwent a elbow arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2011 to remove and replace the screw as it had backed out, causing the head to disassociate from the stem. Further, it is recommended the patient undergo another revision procedure as the screw has backed out again and the head has disassociated from the stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00709 / 00710).